Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited unexpected battery depletion, after a six month period and noticed a 4 year drop in battery longevity. Review of information indicated issue due to longevity calculation switched using the coulomb counter to impedance of the battery. The ipg remains in use. No patient complications have been reported as a result of this event.